Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no information to suggest the patient sustained a serious injury. Device evaluation summary: device evaluation of monitor sn (B)(4) and belt sn (B)(4) were fully functional and able to detect and treat. Device manufacture date: monitor; electrode belt: 12/2010. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.

Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. Zoll customer support contacted an (B)(6) yr old male patient after receiving notification that a treatment was delivered. The patient was reportedly awake when the alarms began and attempted to locate his monitor underneath his pillow. Review of the event indicates that the patient experienced ventricular tachycardia at 214bpm. The patient's rhythm self-converted to atrial fibrillation at 82 bpm just prior to pulse delivery. The response buttons were pressed after the treatment was delivered. The patient continued use of the lifevest.